Manufacturer narrative:
Updated sections: a2,d10,g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4). The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned to the factory on (B)(6) 2020. An investigation was conducted on (B)(6) 2020. Signs of clinical use and heavy amounts of blood was observed on the intact c-ring as well as on the harvesting device handle. The c-ring was observed to be intact, no visual defects were observed. Heavy amounts of blood was observed on the base of the bisector blade. The bisector electrodes were observed to be intact, no visual defects were observed. A mechanical evaluation was conducted. The bisector was unable to be extended and retracted within the cannula due to the bent blade. Based on the returned condition of the device, the reported failure "mechanical issue" was confirmed. A mechanical evaluation was conducted. The c-ring was able to be retracted and extended, however the bisector was unable to be extended and retracted within the cannula. Based on the returned condition of the device, the reported failure "mechanical issue" was confirmed as well as for "material twisted/bent blade".

Event description:
Summary: the hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro bisector is stuck and will not retract. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro bisector is stuck and will not retract. A replacement device was used to complete the procedure. The hospital did not report any patient effects.